Event description:
It was reported that the customer's insulin pump alarmed motor error during a basal. Troubleshooting was performed. It was stated that the customer was wearing the insulin pump during an MRI procedure. Reviewed the alarm history and found a motor error alarm. Further testing was not performed as customer did not have any supplies. The customer then called back to perform the displacement test, and the test failed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.